Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uem0, implanted: (B)(6) 2015, explanted: (B)(4) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient's device had high impedances and the patient was no longer seeing therapeutic benefit. The physician interrogated the implant with the clinician program in (B)(6) 2015. The system was explanted on (B)(6) 2015 and a new implantable neurostimulator (ins) and lead were implanted. The issue was resolved and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.